Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ 0.3ml 31gx6mm u-100 insulin syringe has been found experiencing 10 occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: material no. 328521 batch no. Unknown. It was reported that she could not pull back the plunger to draw insulin. Verbatim: issue: pet owner reported she could not pull back the plunger in the vial. She could not draw the insulin -sample discarded. I happened last month box discarded. She uses the 6mm 31 g, 3/10 ml for her pet. Occurred-10. Incident date-unknown. Item# 328521; lot# unknown.

Manufacturer narrative:
Investigation: customer returned one (1) loose 31gx6mm, 0.3ml relion insulin syringe. Customer reported she could not pull back the plunger in the vial. She could not draw the insulin. The returned syringe was examined, then tested for plunger rod movement: the plunger rod was able to move properly. Next, the syringe was tested for flow: the syringe was able to draw and expel properly. Since no evidence of manufacturing defect was observed, the alleged issues could not be confirmed. Unable to perform a DHR review due to an unknown lot number.

Event description:
It has been reported that the bd¿ 0.3ml 31gx6mm u-100 insulin syringe has been found experiencing 10 occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: material no. 328521 batch no. Unknown. It was reported that she could not pull back the plunger to draw insulin. Verbatim: issue: pet owner reported she could not pull back the plunger in the vial. She could not draw the insulin -sample discarded. I happened last month box discarded. She uses the 6mm 31 g, 3/10 ml for her pet. Occurred-10 incident date-unknown. Item# 328521; lot# unknown.